Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had fill anomaly. The customer¿s blood glucose level was 341 mg/dl. Customer states that insulin did not exist the tubing when completing the load reservoir process the customer was advised to discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.